Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The initial report did not provide information regarding adverse patient impact on the patient involved in the cardioversion procedure. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.

Event description:
It was reported to philips that the device did not deliver the shock for cardioversion due to low impedance indicator using both external paddles and pads when connected to ECG devices. The shock was successfully delivered using posterior/anterior pads placement with 100j. There is patient involvement but not patient harm.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2018-04308